Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was diagnosed with diabetic ketoacidosis (dka) and hospitalized. At the time of evaluation, the dexcom cgm was displaying a "low" reading, while a blood glucose meter (bgm) reading showed a value of 600 mg/dl. The patient¿s parent declined to provide additional details regarding the event. At the time of reporting, the patient was stable and had been discharged from the hospital after a 24-hour stay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.